Event description:
Medtronic received information regarding a navigation system used during a deep brain stimulation (dbs) procedure. It was reported that the system displayed no signal, and after repeated restarts, it started up, but the screen flickered. The individual was asked to restart several more times to check whether it started up before using it. There was less than an hour delay, and no reported patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735225, ubd: unknown, UDI#: unknown. H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0902: applicable to the screen flickering. A110201: applicable to no signal. A1102: applicable to the no signal message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.